Event description:
Further follow-up identified that the patient lost therapy in approximately (B)(6) 2018. Patient reported that they were diligent in recharging; however, the device stopped accepting a charge. The issue has reportedly been resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, the patient had their scs ipg explanted and replaced. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
Patient weight should read "(B)(6) pounds" rather than the "(B)(6) pounds" as previously reported.